Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient representative reported for left side "pain", "felt desperate after finding out about the recall, felt anguish and could not sleep well", "cyst", "intramammary lymph nodes in the left breast, benign", "fibro-sclerotic capsule with chronic inflammation with foci of gigantocellular reaction to refringent exogenous material (silicone)". The device has been explanted.